Event description:
Additional information received since initial report indicates that the pt died of unknown causes on an unknown date and the aneurx stent graft was not explanted.

Event description:
An aneurx bifurcated stent graft and its components of unknown size were implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm sizing and vessel morphology are unknown. It was reported that the stent graft was explanted and the patient was surgically converted due to distal migration of the proximal neck of the stent graft. The patient's status is unknown. Further information from the user facility is pending at this time. It is reported that the explant will be returned to medtronic ave for investigation and analysis.